Manufacturer narrative:
During inspection, the distal tip of the fiber was found to be broken off at the end of the fiber jacket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the single-use fiber was not read by the laser unit. When the fiber was brought in proximity with the socket, the slot on the laser unit did not open to allow the user to connect the fiber. The subject device was sent to olympus for evaluation. During inspection, the distal tip of the fiber was found to be broken off. This report is being submitted for the malfunction found during evaluation (broken fiber). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter which noted the reported event (single-use fiber was damaged and not read by laser) occurred during a ureteroscopy with laser lithotripsy procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the fiber break is due to the handling of the fiber in transit during the return process. No damage to the distal tip was noted at the customer site suggesting the fiber broke at some point after the fiber had been unpacked and was attempted to be used during the procedure. It is unclear whether the device was returned from the customer with the protective tubing when the device was received at the san jose facility. This device may have been shipped multiple times without the protective tubing to protect the fiber tip which makes damage during transit the most likely source of the damage. Olympus will continue to monitor field performance for this device.